Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger was not charging but when the controller was plugged in the ac power supply it shows that the controller was 100% charged. The patient reported that they were unable charge the ins and have tried resetting the controller twice but that hadn¿t help. The patient is able get the normal charging screen but reported that it takes long time to recharge the ins. It sometime takes four hours and doesn¿t always get the ins all the way full before stopping the recharging. The patient reported that it has gotten worse in terms of recharge duration. The patient reported that at one time it took 3 hour to charge to 80%. The patient reported that they were now in pain because they are unable to charge ins. It was reported troubleshooting was initiated but the patient was unable to get past ¿checking recharge quality" screen.